Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with hole in the power switch. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer's stated problem was verified. Investigator's inspected the pump and during powered up, the pump alarmed repeatedly without error code on red screen. Further investigation of the pump determined that the microprocessor board was defective and the root cause of the issue. Service will replace the microprocessor board to correct the reported problem.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd solis vip pump was alarming constantly. There was no patient involvement in the reported event.